Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified vessel of the upper limb. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with a 5x40 mustang balloon catheter. No patient complications were reported and the patient¿s status was good.